Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, loaded set error with no set in pump was not reproduced. A review of the event history log revealed 'reload set!' Message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor and the downstream tubing guide being out of specification. The force sensor requires calibration and the downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump gave a loaded set error with no set in the pump. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.